Event description:
It was reported that during a da vinci-assisted incisional hernia taap surgical procedure, the mega suturecut needle driver had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site were also identified: the mega suturecut needle driver instrument was found to have blade damage at the tip/midpoint of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Isi followed up with the initial reporter and obtained additional information: the instrument was inspected prior to used and nothing out of the ordinary was noted. The issue occurred while suturing. One silver cable was visibly protruding from the distal end. There were no signs of thermal damage, and there were no instrument collisions. No fragment fell in the patient and the procedure was completed with a backup with no patient injury.